Manufacturer narrative:
This investigation will be updated should additional information be provided.

Event description:
Boston scientific received information from a health care provider (hcp) and a boston scientific field representative that this device was associated with inappropriate shocks and pacing inhibition due to oversensing from a newly-implanted left ventricular assist device (lvad). Sensitivity was reprogrammed to least, and the rate cut-off and detection enhancement settings for the tachycardia therapy zones were reprogrammed. Right ventricular (rv) lead measurements were normal. Left ventricular (lv) pace impedance measurements were high and out-of-range. The lv pacing configuration was reprogrammed, which resulted in a satisfactory measurement. Rv noise continued to cause pacing inhibition; the noise was observed to be consistent with the lvad pumping. The representative reported difficulty obtaining rv and lv capture at maximum outputs; a boston scientific technical services consultant (ts) discussed that might be a result of rv-lv timing being affected by the rv noise. An electrophysiologist was to be consulted regarding additional options to pursue.